Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the system initially controlled the patient¿s symptoms, but lost effectiveness. The entire system was explanted and not replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the device status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the clinical diagnosis was pain symptoms returning. The patient moved and was doing well, so they did not charge; their symptoms returned and now they could not recharge. It was noted that there was no emr action between (B)(6) 2017 and (B)(6) 2018, and that the notes documented to restart therapy. The patient had better coverage as of (B)(6) 2018, and the therapy was suspended as of (B)(6) 2018. The patient was encouraged to charge the battery at regular intervals as it was overdischarged. It was noted that a total explant was tentatively scheduled for (B)(6) 2019. The cause of the charging issues was noted to have been patient non-compliance as the patient chose not to recharge. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that there was trouble charging and the neurostimulator would not hold a charge longer than 24-48 hours and was unable to recharge. It was noted that the event was possibly related to the device or therapy, not related to the implant procedure, and due to programming. Interventions taken included suspending the therapy. The outcome of the event was ongoing. No patient symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.